Event description:
Information received from the patient's healthcare provider (hcp) reported that the patient was in the emergency room; they had experienced a fall and were requesting a thoracic and lumbar spine MRI. The patient stated that they were having increased back pain. It was reported that the hcp saw references to them having low back pain laterally and the presence of sciatica. The hcp also saw notes about ruling out abscess and "new injection", however, they were unsure of what that meant. It was noted that the caller didn't know when the fall occurred or when the pain started. Indications for use are lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.